Manufacturer narrative:
Age at event: mean age. Date of event: estimate of when events began. Title of article: directional atherectomy with antirestenotic therapy vs drug-coated balloon angioplasty alone for isolated popliteal artery lesions journal of endovascular therapy 2017, vol. 24(2) 181-188 doi: 10.1177/1526602816683933 www.jevt.org additional. (B)(4).

Event description:
A study was conducted to report a single-center study comparing drug-coated balloon (dcb) angioplasty vs directional atherectomy with antirestenotic therapy (daart) for isolated lesions of the popliteal artery. Seventy-two (72) symptomatic pad patients with an average age of 72 years, with a history of hypertension, diabetes mellitus, dyslipidemia, coronary heart disease, chronic kidney disease and cerebrovascular disease. The patients were treated at a single center between october 2009 and december 2015 for isolated popliteal lesions. In.pact admiral, in.pact pacific, spider, turbohawk, silverhawk, hawkone atherectomy devices were used for the procedures. The dcb patients presented with distal embolization, perforated vessel wall, false aneurysm, hematoma and target lesion revascularization (tlr). The daart patients presented with distal embolization, perforated vessel wall, false aneurysm, hematoma, tlr, aneurysm, re-occlusion, 1 patient died of unknown causes. Additionally, physician reported that the death of 1 patient was not related to the daart procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.